Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak was observed at the end of the patient's hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. Blood was found to be leaking from the venous header of the dialyzer after the patient's treatment completed, but prior to the patient's blood being rinsed back. The nurse at the user facility indicated that the circuit was discarded without returning the blood due to the possibility that the blood became contaminated. No dialyzer damage was visible. Blood test strips were not used. The machine did not alarm. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient had completed treatment when the leak was noted. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fiber membrane was streaked with blood residue and coagulated blood was noted between the screw flange and the polyurethane cut surface at both ends of the dialyzer. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the cavity ID end. The debris was located at approximately 220 degrees with the dialysate ports situated at 0 degrees. The dialyzer was subjected to a laboratory external leak test; a leak was observed originating from beneath the cavity ID end screw flange at approximately 5.0psi. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. Additionally, the dialyzer was subjected to a laboratory external leak test, which confirmed the presence of a leak. Therefore, the complaint was confirmed.